Event description:
The customer reported they rec'd a "regulator fail" error code. They were able to complete the case with no injuries to the pt. Also the system failed to take pictures.

Manufacturer narrative:
The ge service rep tested the system by taking several film and fluoro shots with no errors. The system is functioning as intended.